Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. The end user was stranded in an elevated position when the lift would not move. While in the air the sling cut the end user's skin. No medical intervention for injury was reported.

Event description:
The end user was stranded in an elevated position when the lift would not move. While in the air the sling cut the end user's skin.